Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator, verified the reported issue, and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that the ventilator screen went black. Ventilation did not stop. The patient was transferred to another ventilator without any reported harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.